Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7087360.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that due to lead placement, patient had new pain on the left low back and radiated to the stomach. X-ray confirmed lead migration. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.